Event description:
During evaluation of a returned anti-siphon anesthesia set, the sterile packaging was found to be "brittle" (damaged). No additional information is available.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). The device was evaluated. Visual inspection was performed which identified the top web of the blister packaging was brittle (damaged). The cause of the condition could not be determined; however, the most probable cause is related to improper product exposure or storage conditions. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.